Event description:
A medtronic representative received a report from the site staff regarding 2 damaged ratcheting small straight handles. Each handle had the metal piece on the end break off. Instruments may have been disposed of by site. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. This report is to document (B)(4) devices reported at the same time, from the same site, each device displaying the same damage, and each likely discarded per the site. Device lot numbers were not made available. Product is class I for us regulations and does not require a 510(k) designation. Device manufacturing dates are dependent on lot number/serial number, therefore, unavailable. Return requested for (B)(4) devices. (B)(4) replacement ratcheting handles shipped to site (B)(4) 2015. No parts have been returned to manufacturer for analysis.